Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cleaning the device, the hercules iii arm broke. The arm would not tighten. No known impact or consequence to the pt. Product was changed out. Surgery was completed successfully.